Manufacturer narrative:
Natus medical investigation found pin holes damage to the vac pac. The customer has since been provided a replacement. Customers are instructed by the instruction manual to inspect the vac-pac prior to each use. Natus has requested additional information from customer; the device was destroyed at the customer site and therefore no additional investigation is possible.

Event description:
Natus medical received a complaint on (B)(6) 2017 for a vac-pac replacement, under the 1 year warranty replacement. Customer did not give information regarding why the vac-pac required replacement, information was requested by natus medical. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.